Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that during a routine follow up visit, this pacemaker was suspected of premature battery depletion (pbd) and discovered to be in safety mode. The physician plans on replacing the pacemaker device. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently additional information was received that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was received by the facility for analysis.

Event description:
It was reported that during a routine follow up visit, this pacemaker was suspected of premature battery depletion (pbd) and discovered to be in safety mode. The physician plans on replacing the pacemaker device. At this time, the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up visit, this pacemaker was suspected of premature battery depletion (pbd) and discovered to be in safety mode. The physician plans on replacing the pacemaker device. At this time, the device remains in service. No additional adverse patient effects were reported. Subsequently additional information was received that this device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device was received by the facility for analysis.